Event description:
The customer reported that the system would not boot. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced gpos cpu and hard drive and still have same problem. Rtos cpu is not showing anything out on left monitor during service mode. Part is on order. He replaced rtos cpu and system booted correctly, reloaded customer data system is operating as intended.